Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user performed a supply change and inadvertently installed an empty cartridge, then observed persistent hyperglycemia around 300 mg/dl until a new cartridge was installed; the user chose to replace the cartridge only, while the agent advised full set replacement as best practice, and the infusion set style was a teflon 23-inch. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included monitoring at home without medical intervention, no ketone testing, no use of backup therapy, and subsequent stabilization of glucose to in-range values. Investigation included troubleshooting and user education on proper cartridge replacement, verifying visible drops prior to reconnection, and guidance to replace all components if hyperglycemia persisted. Investigation of this case revealed user setup error related to infusion set and cartridge handling that likely interrupted insulin delivery, consistent with an infusion set deployed or connected incorrectly. It was concluded, based on previously established findings for similar reports, that the cause was user error associated with supply change technique.